Event description:
A customer reported an issue with their continuous glucose monitor (cgm) displaying an error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with complete instructions for resetting the pump and guided them through the process. Following the reset, the cgm error code did not reappear, allowing the customer to successfully start their sensor session.